Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as chronic pain syndrome. It was reported that the patient complained to the hcp that she was not receiving sufficient pain relief. A dye study was att empted. The hcp was able to aspirate 0.3ml from the catheter access port (cap), but could not inject dye because of heavy resistance. The patient was referred for a catheter revision. Surgery was planned but not scheduled. No environmental, external, or patient factors were reported to have caused this issue. The issue was not resolved and the patient was "alive - no injury." The event date was (B)(6) 2018. There were no further complications reported at this time.